Event description:
During a basic trial procedure, there was an issue with the basic trial cable (btc). Impedance level showed a short circuit. The basic trial cable (btc) was replaced and everything worked fined.